Manufacturer narrative:
The reported difficult to remove from the anatomy and image resolution poor could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All information was investigated, and a cause for the reported difficult to remove from the anatomy (clip becoming caught on chordae) cannot be determined. Image resolution poor is related to procedural conditions as imaging was reported to be suboptimal. Unspecified tissue injury (chordal rupture) appears to be related to difficulty removing the clip from the anatomy and is therefore related to procedural conditions. Tissue damage/injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. Serious injury / illness / impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+ and a restricted posterior. An xtr clip was inserted and advanced into the left ventricle (lv). However, while in the lv, the clip became caught in the chordae. Troubleshooting was performed and the clip was successfully removed from the chordae. However, it was observed that a chordal rupture occurred. The physician decided to remove the mitraclip devices and discontinue the procedure. It was noted that the steerable guide catheter (sgc) was moving in the wrong direction when turning the knobs. Mr remained at a grade of 4+. There was no clinically significant delay in the procedure.